Event description:
It was reported that a pump malfunction occurred as the screen would not turn on, rendering it unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and instructed them to switch to multiple daily injections (mdi) as a backup therapy. The customer understood the instructions to put the pump into storage mode and return it using a pre-paid label.